Event description:
A discordant gentamicin result was obtained on an advia 1800 for one pt. The result was not reported to the healthcare provider. The pt sample was repeated on the same advia 1800 system and the corrected result was reported. There were not reports of adverse health consequences or known pt intervention due to the discordant gentamicin result.

Manufacturer narrative:
A siemens field service engineer (fse was sent to the customer site. After analyzing the instrument and instrument data, the fse could not find any problems with the instrument and asked the customer to run qc and check the errors log. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.